Event description:
It was reported that there were increasing or high thresholds over time in the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2006. (B)(4).